Event description:
Additional information received indicates that care withdrew and patient expired. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support an impella 5.5 device was inserted via the right axillary artery in an 80-year-old male patient with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos) and a history of prior coronary artery bypass grafting and known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. Overnight, the registered nurse reported significant ventricular tachycardia (vt) requiring defibrillation. The case was discussed with the nurse and an echocardiogram was recommended to confirm device position. On rounding, it was confirmed that the patient continued to have significant vt overnight, requiring 10 shocks. Echocardiography showed the pump was in the correct position. The patient was started on amiodarone and lidocaine, and an electrophysiology consult was obtained. The patient remained on support. Tachycardia may be associated with underlying critical illness, advanced cardiogenic shock, and pre-existing cardiac disease.

Manufacturer narrative:
Additional information has been provided in b5; h6. H6: f02 captured code for death. Corrected information has been provided in b2(is death, date of death); d6b; h1.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in an 80-year-old male patient with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos) and a history of prior coronary artery bypass grafting and known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. Overnight, the registered nurse reported significant ventricular tachycardia (vt) requiring defibrillation. The case was discussed with the nurse and an echocardiogram was recommended to confirm device position. On rounding, it was confirmed that the patient continued to have significant vt overnight, requiring 10 shocks. Echocardiography showed the pump was in the correct position. The patient was started on amiodarone and lidocaine, and an electrophysiology consult was obtained. The patient remained on support.tachycardia may be associated with underlying critical illness, advanced cardiogenic shock, and pre-existing cardiac disease.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.